Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that she was going to replace a tampon and the string from the tampon broke off. No injury was reported.

Manufacturer narrative:
On 24-jun-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via e-mail and stated that she was going to replace a tampon and the string from the tampon broke off. No injury was reported.